Manufacturer narrative:
The exact date of the event is unknown. The provided event date of (B)(6) 2020 was chosen as a best estimate based on the date that the manufacturer became aware of the original event. This event became MDR reportable on 05aug2020 when additional information clarifying the event was received. (B)(6). (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensation large oval med stiff snare was used in the papilla during a polypectomy procedure performed on an unknown date. According to the complainant, during the procedure and outside the patient, the cutting wire has been split before the package was opened. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.